Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The report describes a case of medical device removal ("device removed"). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (batch no. 50643854) inserted for female sterilization. Medical conditions: last menstruation prior to insertion of essure occurred on (B)(6) 2012. Previously administered products included for an unreported indication: naproxen. On (B)(6) 2012, the subject had essure inserted. On (B)(6) 2012, 3 months 29 days after insertion of essure, the subject experienced cystitis ("intermittent cystitis"). On (B)(6) 2013, the subject experienced pruritus ("itch"). On (B)(6) 2013, the subject experienced type 2 diabetes mellitus ("diabetes mellitus type 2"). On (B)(6) 2015, the subject experienced menorrhagia ("hypermenorrhoea"). On (B)(6) 2016, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with levonorgestrel (mirena), oral antidiabetics and surgery (device removal). On (B)(6) 2015, the menorrhagia had resolved. On (B)(6) 2016, the cystitis had resolved. At the time of the report, the medical device removal outcome was unknown and the pruritus and type 2 diabetes mellitus had not resolved. The investigator considered cystitis and pruritus to be related to essure. The relationship of medical device removal to treatment with essure was not reported. The investigator considered menorrhagia and type 2 diabetes mellitus to be unrelated to essure. The reporter commented: prior to essure placement procedure she received hormonal manipulation with oac (interpreted as oral contraceptives) to promote atrophic or proliferative endometrium. Visualization of the right and left tubal ostia was achieved. Successful bilateral placement of essure was performed, and after placement, 5 coils were seen in left tube and 4 coils on right. Mirena iud, inserted on (B)(6) 2015 as treatment for hypermenorrhea. Removed on (B)(6) 2015 because of ongoing event. On (B)(6) 2015 tcre [transcervical resection of the endometrium], event closed (<12 hours hospitalized). On subject's request, because of intermittent cystitis (6 times per year): removal of the essure device on (B)(6) 2016 with no further cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc; device was removed on (B)(6) 2016, on subject's request due to intermittent cystitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.